Event description:
Ous MDR - after an implantation period of about 1 month, it was reported that the device could not be interrogated during a follow-up on (B)(6) 2013. The ICD was explanted on (B)(6) 2013. During this revision procedure the atrial lead was capped and left in the patient. The ventricular lead was cut and discarded by the hospital. Neither name nor serial numbers of those leads were reported to biotronik. A new system was implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. Based on the damage symptoms of the electronic module the short circuit occurred clearly in the shockpath outside the ICD. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.